Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was oversensing resulting in a 3 second pacing pause. Review of the surface electrograms noted noise on the atrial channel. All lead measurements fell within normal limits. It was also reported that the ICD was sensing noise following a paced beat that was resulting in a ventricular pace falling on the t-wave.